Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. Device restoration was not attempted due to battery depletion. The device was successfully explanted and replaced on (B)(6) 2015.